Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A visual inspection of the returned 2.0/2.7mm double-ended drill guide confirms a drill broke inside the drill guide. The rest of the drill was not returned with the device. The piece of the drill stuck in the drill guide does not have the part and lot number on it. This device exhibits signs of significant wear/usage. This device was manufactured in 2017. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the 2.0/2.7mm double-ended drill guide bit broke and got stuck in drill guide. There was a 5 min delay. Procedure could be finished using a s&n back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.